Event description:
A trilogy 202 ventilator was returned to the manufacturer for routine service. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device required re-calibration to address the issue. Additional findings not related to the malfunction/issue: the front enclosure and top plate required replacement due to cosmetic damage.